Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed due to the faulty drawer slide. A field service engineer replaced the drawer slide and confirmed that the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
The customer reported that the pyxis medstation es system had a drawer failure and was unable to recover. This incident resulted in a delay to patient care and there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.